Event description:
An employee experienced severe allergic reactions after putting on powder-free latex gloves. She suffered watery, swollen eyes and shortness of breath. The initial reporter of this event felt that there was powder in the gloves. The employee left work to go to the doctor. The facility was later faxed a report stating that benadryl had been prescribed for the patient.